Manufacturer narrative:
A ge representative evaluated the system and replaced the rtos and gpos pcbs. System operates as intended.

Event description:
Customer reported the system intermittently displays a communication error and locks up and needs to be rebooted. No pt injury was reported.